Event description:
During 2006 and 2007, I had a few medical problems. I had to see my eye doctor in 2006, because I was experiencing pain in my eyes, extreme sensitivity to light, blurred vision, etc. She said I was having a reaction either due to the silicon in the lenses or my contact solution. I changed lenses after the first visit. It was not cleared, so I changed solution after the second visit. At the time, I was using complete moisture plus, the prod that has now been recalled. All of my symptoms match the ones stated in the recall info, and I believe my eye infection was due to this product. Soon after my eye infection, I had to go to the emergency room, due to a serious ear infection in which my ear drum ruptured. I was also in the emergency room for an inflamed chest wall the same year. I believe that both of these incidents can most likely be related to the contaminated solution. I experienced a lot of pain and suffering due to the use of this product. I have had numerous medical bills and been given many prescription drugs. I have been a healthy person up until this point. Dates of use: 2000--- 2007. Diagnosis: cleaning contact lenses. Event abated after use stopped: yes.